Event description:
It was reported that an infusion of dexmedetomidine (concentration: 40mcg/ml; volume to be infused: 50ml) was seen running at "999ml/hr." The customer reported that it was unclear whether there was a "pump malfunction or a programming error." Although requested, the intended infusion rate was not provided. Due to the event, the patient reportedly had a "drop" in heart rate and blood pressure requiring the start of fluids and vasopressors. The patients blood pressure and heart rate reportedly improved.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.